Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
An account manager reported on behalf of a facility representative that during an intraocular lens (iol) implant surgery, the surgeon noticed five (5) hair like strands on the lens. The surgeon removed the hair like strands and kept the lens implanted. The patient is doing well with no infections or complications. Additional information has been requested.